Event description:
It was reported that the catheter stuck in lesion occurred. During a procedure involving an opticross imaging catheter, the catheter got stuck in the lesion. The catheter was able to be released and removed. The procedure was completed with another of same device. No patient complications were reported and the patient status was good.